Manufacturer narrative:
X-rays were returned for evaluation. The x-rays showed that tibial component had some anterior overhang and there was some radiolucencies around the femoral component. However, none of the features observed in the x-rays are considered to be related to the revision since the hospital has already confirmed the revision was due to infection.

Event description:
It was reported that patient underwent primary knee procedure on an unknown date. Revision procedure was performed on (B)(6), 2012 due to infection. No further details have been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event.